Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on bus. A field service engineer (fse) power down the station and reseated all the connections inside of the drawer in the back of the drawer. During the repairs, no debris or damages could be found internally inside the drawer. During that time, the fse reassembled all the components, then power station back on the test and hardware testing application. Drawer 2.1 past all test without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.